Event description:
The pt presented with redness, pain and drainage at implant site 10 days post-op. Keflex antibiotic was administered at this time. Irrigation and debridement was performed at 11 days post-op. The pt returned to surgery at 15 days post-op for additional irrigation and debridement, and the implant was removed at this time. The implant appeared to be gelatinous and somewhat degraded.